Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with shortness of breath and dizziness. Upon review it was noted that there was possible loss of ventricular capture following high voltage therapy for a ventricular fibrillation (vf) episode. The right ventricular (rv) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was a continuation of the loss of capture on the rv and lv leads, and now with high lv capture thresholds. Additionally, a lead integrity alert (lia) triggered on the rv lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There was potential rv oversensing/noise resulting in inhibition of pacing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.